Manufacturer narrative:
(B)(4). Method: the two returned complaint chambers were visually inspected. Photographs of the set up were provided by the hospital. Attempt to get further information has been unsuccessful. Results: inspection of the photographs provided revealed no problem with the set up. The visual inspection of the two returned complaint chambers revealed that the complaint chamber domes have come away from the base on one side of the chamber. A lot check revealed no other complaints of this nature for this lot number. Conclusion: we are unable to determine the root cause, however the hospital has further reported that the chamber was used with a sipap ventilator that is capable of producing pressures in excess of 80cmh2o. The integrity of the chamber can be affected when pressures exceed 80cmh2o. Our user instructions state: "use of the mr290 above the maximum operating pressure [8kpa (~80cmh2o)] may lead to cracking, water leakage and, on rare occasions could lead to a loss of ventilation pressure". "Set appropriate ventilator alarms". "Perform a pressure and leak test on the breathing system and check for occlusion before connecting to a patient". All mr290 chambers are pressure tested and visually inspected prior to distribution. These tests check for physical damage and leaks. Any chamber which fails the pressure testing or visual inspection is rejected. (B)(4).

Manufacturer narrative:
(B)(4). We have recently received the complaint device and investigation is anticipated. We will provide a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported that there was water leakage from the base of two mr290 vented autofeed humidification chambers during use. No patient consequence was reported.

Event description:
A hospital in (B)(6) reported that there was water leakage from the base of two mr290 vented autofeed humidification chambers during use. No patient consequence was reported.